Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 30mmx2.25mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ was selected for use to treat the lesion. The stent was advanced to the lesion and angiography was then performed to check stent placement. However, no stent was found to be present during angiography. The stent delivery system (sds) was removed and the stent was later found outside the patient and on the patient¿s table. The physician suspected that the stent was dislodged from the balloon before the device was inserted into the patient. The procedure was completed with another 2.25 x 32 synergy¿ stent. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
The stent delivery system was received for analysis. The stent of the device was detached from the delivery system and was not received for analysis. A review of the stent crimp setting highlighted no abnormalities prior to shipment. The balloon was tightly wrapped evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the stent was crimped in the correct location during manufacturing. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 30mmx2.25mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ was selected for use to treat the lesion. The stent was advanced to the lesion and angiography was then performed to check stent placement. However, no stent was found to be present during angiography. The stent delivery system (sds) was removed and the stent was later found outside the patient and on the patient¿s table. The physician suspected that the stent was dislodged from the balloon before the device was inserted into the patient. The procedure was completed with another 2.25 x 32 synergy¿ stent. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.